Event description:
It was reported following an angioplasty a right femoral shot was taken and an angio-seal device was deployed to close the arteriotomy site. The pt was taken to recovery, complaining of back pain and was hypotensive. An ultrasound confirmed a pseudoaneurysm with bleeding. Ultrasound compression was applied. The patient reportedly recovered and was later discharged.